Event description:
It was reported by service report that the bed is missing the motion interrupt pan. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing motion interrupt pan. Conclusion: the customer was quoted on replacement parts.